Manufacturer narrative:
Reporting institution name & address state: (B)(6). Reporting institution phone #: (B)(6).

Event description:
It was reported to philips the device powered on by itself. There was no patient involvement or harm. This event was reported to have occurred in the me room, during a pre-use check outside of clinical use. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 the service technician confirmed the reported failure, the service technician replaced the user interface assembly, performed an overall check of the device and tested it per the service manual, the device performed per the manufacturing specifications no other issues were identified the device was returned to service.

Manufacturer narrative:
H10: failure investigation received the user interface printed circuit board assembly (ui pcba) that was replaced in the repair of the reported issue. The investigation technician ran multiple tests on the returned ui pcba and could not duplicate the reported issue. Based on the returned material's investigation it could not determine that the ui pcba failed to meet specification.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) speculated for the repair being on back order with no estimated time of availability. An order for the part will be placed to conduct the repair of this unit. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.